Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.n981u1uesbhxl1 smartphone hardware: sm-n981u1 cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, dizziness and vomiting. The patient reports being unsure if the cannula was properly inserted at he pod infusion site (abdomen), at initial activation. In addition upon removal of the pod the patient reports the pods cannula was bent. The patient reports they did not have a new pod to continue treatment. Once at the hospital the patient was treated with insulin. The patient was prescribed insulin to be used at 150 units for 3 days manually or with a pod. The patient reports they had been in the hospital for 3 days.